Event description:
On (B)(6) 2011 the lay-user/patient contacted lifescan (lfs) to report inaccurate erratic issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue with the subject meter began on (B)(6) 2011 at 9:45 pm. The patient obtained results of "349, 253, 249, and 251 mg/dl" on the subject meter, performed less than 20 minutes of each other, which she felt were inaccurate erratic results. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/ or <=20 mg/dl. The patient reported that she manages her diabetes with humalog insulin (pump therapy) and due to the alleged inaccurate results obtained, she self treated with 3u of humalog at the same time as the product issue occurred. She denied developing any symptoms due to the alleged issue. There was no other device available at the time of concern. During the initial call with customer service, the cca noted that the patient was using the correct unit of measure set in the meter, and an approved sample site. Replacement products were sent to the patient. This complaint is being ruled out as reportable event due to the following conclusion(s): although the patient self treated due to the alleged inaccurate erratic results, there is no indication that the subject meter caused or contributed to a serious injury. The patient denied developing any symptoms suggestive of severe hypoglycemia or hyperglycemia, and there is no indication the self treatment administered was inappropriate. The treatment provided correlated with the patient results previously obtained from the meter. In addition, there was no evidence that the product malfunctioned. However, this complaint is now being reported due to the outcome of product analysis results. On 08/29/2011, lifescan received the test strips involved with this complaint and completed device evaluation on 09/24/2011. Investigation found that the control solution test with the returned test strips were out of specifications. Testing was also performed on the meter involved with this complaint and no faults were found. This complaint is being reported due to the failed device investigations with the returned test strips.

Manufacturer narrative:
The 510(k) # is k073231.